Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tip was loose during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phaco tip in a wrench, in a bag, in a tray was received. Sample was visually inspected and found to be conforming, surgical material observed in the back hole, on the threads and cannula. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Functional thread check was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation could not confirm the loose tip error was displayed, the phaco tip was visually and functionally conforming; therefore, the root cause cannot be determined from this evaluation as the threads were conforming. No action was taken as the phaco tip was manufactured to specifications. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).